Event description:
Related manufacturer reference number: 2017865-2025-10478. Related manufacturer reference number: 2017865-2025-10480. It was reported the patient experienced discomfort, syncope and arrythmia and passed away. The healthcare provider indicated an anomaly on the patient electrocardiogram prior to death and the physician alleged that a pacer failure caused the death. The device was not explanted or returned.

Manufacturer narrative:
Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received notes that the cause of death was alleged to be ventricular fibrillation, and patient user concern was expressed leading up to the event.

Event description:
New information received notes that no information was available to indicate a device malfunction. The last reported findings were noted to be normal.